Event description:
The patient contacted animas on (B)(6) 2013 reporting that the night of (B)(6) 2013 her blood glucose (bg) dropped to 40mg/dl. She reported that her bg on the night of (B)(6) 2013 at 10pm her bg was 263mg/dl, she bolused vis the pump 2.25units ezbg via meter and then a 3.75units ezcarb at 10:54pm for a snack. Her next bg check was at 3am on (B)(6) 2013 and that bg was 60mg/dl and felt shaky and palms were sweaty. The patient discontinued the pump. She drank glucose in liquid form and ate a banana and by 5:30am her bg was up to 137mg/dl. The patient reported that she rapidly did not feel well again and her bg at 7:30am was 60mg/dl with shakiness, she was confused and then blacked out. Her bg at 8:01 was 47mg/dl and she was treated with glucagon shot and contacted 911. She reported that since 911 would take too long to get to her house since she lives in the country, her husband drove her to the hospital since she was more alert and started to eat. Her bg upon admission was 40mg/dl. The patient was started on a dextrose drip and kept on it for the day. Her endocrinologist put her back on the pump that evening and she has been on pump ever since with no problems. Troubleshooting indicated that today when she was downloading reports from the pump, it was found in the bolus history just prior to the low bg event on (B)(6) 2013 at 11:07pm 5.15 units normal completed and at 1:32am 18.0 units combo was completed. The patient denied programming these boluses and stated she never took boluses as high as 18 units. This report is being made due to the patient's hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal delivery and the last bolus occurred on (B)(6) 2013. The daily insulin delivery totals correctly reflected the user's programmed rates. A review of the black box showed evidence of the time and date resetting to default. The pump was exercised for 29 hours with no delivery issues and no unprogrammed boluses occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A 10unit normal bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.